Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17732. .

Manufacturer narrative:
H10 multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. Multiple attempts were made to the philips remote service engineer (rse) to obtain a point of contact at the customer site to direct the resolution gfes to. No contact was provided by the rse, so no further attempts to the customer could be made and no further information could be acquired. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.

Event description:
Philips received a complaint about the v60 ventilator indicating that the touchscreen was not working properly. The device was reported to be outside of use at the time of the reported problem. No patient harm reported the remote service engineer (rse) spoke with the customer who stated that the touchscreen was not working properly and was requesting replacement part information and price. The customer was provided with part information for the v60 touchscreen. This investigation is ongoing.